Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones due to a recorded battery depletion alert. This device was subsequently explanted and replaced. This device is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones due to a recorded battery depletion alert. The device data was then reviewed with indication that the error was recorded due to applied magnet. The battery voltage was determined to have been normal. Additional information was received that device explant was not necessary due to the recorded error, therefore this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is being filed to correct fields b1 adverse event/product problem, b2 outcomes attrib to adv event and rfb outcome attrib to adv evnt, b5 describe event or problem, d6b explant date, h1 type of reportable event fields.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones due to a recorded battery depletion alert. This device was subsequently explanted and replaced. The device data was then reviewed with indication that the error was recorded due to applied magnet. The battery voltage was determined to have been normal. This device is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones due to a recorded battery depletion alert. This device was subsequently explanted and replaced. The device data was then reviewed with indication that the error was recorded due to applied magnet. The battery voltage was determined to have been normal. This device is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the b5 field for more information regarding the specific circumstances of this event.